Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the "recalled" lead had "malfunctioned" and was replaced. Further follow-up did not yield any additional relevant information regarding this event. No patient complications were reported as a result of this event.